Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was displaying faults and was unable to charge a battery pack. The returned to the supplier where a root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing charger faults.